Event description:
It was reported that this right ventricular (rv) lead exhibited unknown cause of noise. There was no oversensing noted. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis indicated that the allegation was confirmed based on the finding of damaged insulation. This insulation damage is consistent with lead-on-lead abrasion and conductors are exposed. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead exhibited unknown cause of noise. There was no oversensing noted. This lead was explanted and replaced. No additional adverse patient effects were reported.